Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a promus premier drug-eluting stent was implanted in the right coronary artery (rca). In (B)(6) 2020, 75% in-stent restenosis was noted in the mildly tortuous and severely calcified rca. A 3.25mm or 3.5mm promus premier stent was placed in the distal rca and ablation of the mid to distal rca was performed with 1.5mm and 2.0mm rota burrs. A 10mmx 3.25mm wolverine coronary cutting balloon was inflated inside the stent and during the first inflation, the balloon ruptured at 12atm. The balloon was removed and the procedure was completed with a different device. No further complications were reported and the patient was good post procedure.

Manufacturer narrative:
E1 initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the balloon and inflation lumen. The device was soaked in a water bath to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure. After further attempts the balloon still could not be inflated due to the presence of excessive hardened media in the inflation lumen. A visual and microscopic examination found no damage or issues with the balloon material. A microscopic and tactile examination found no kinks or damage to the shaft of the device. The markerbands, tip and blades of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. On an unspecified date, a promus premier drug-eluting stent was implanted in the right coronary artery (rca). In (B)(6) 2020, 75% in-stent restenosis was noted in the mildly tortuous and severely calcified rca. A 3.25mm or 3.5mm promus premier stent was placed in the distal rca and ablation of the mid to distal rca was performed with 1.5mm and 2.0mm rota burrs. A 10mmx 3.25mm wolverine coronary cutting balloon was inflated inside the stent and during the first inflation, the balloon ruptured at 12atm. The balloon was removed and the procedure was completed with a different device. No further complications were reported and the patient was good post procedure.